Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "pro active mastectomy of the left breast." In left nipple implant with a slight deformation (wavy), with unchanged structure, without fluid reactions around it. In the left axillary fossa visible lymph node up to 2 cm, unchanged shape, preserved intact, without abnormal vascularization in the cd." Lymph node 20mm, benign looking on MRI and ultrasound and liver cyst- ndr. The device remains implanted.

Manufacturer narrative:
It has been determined that the device associated with this complaint is not manufactured by abbvie. This record is no longer reportable to the FDA and will be un-reported. Additional, changed, and/or corrected data: b2, b5, h6, h11.

Event description:
It has been determined that the device associated with this complaint is not manufactured by abbvie. This record is no longer reportable to the FDA and will be un-reported.